Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. The guidewire returned with a fractured ribbon. There was an open coil located 28.5cm from the distal weld, and the ribbon and core protruded from this open coil for 6cm. The core remained intact. The portion of the ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon broke right at the weld. There is evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and "incompatible device used" appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: ecn event description: after the ablation of the right superior pulmonary vein, the starter guidewire got stuck. After some traction, the guidewire broke. The physician managed to retract the whole guidewire, farawave-catheter and faradrive-sheath out of the patient. For safety concerns, she decided to abandon the procedure. She didn't ablate the 4th, right inferior pulmonary vein. No boston scientific representative was present during the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: see event details. What is the next course of action?: see event details. Patient present at time of event?: yes patient complications: no patient complications reason for unsuccessful procedure: she stopped after the guidewire broke and she could retract the complete guidewire, farawave catheter and faradrive sheath. This was after the 3rd vein. She didn't do the 4th vein anymore. The physician was concerned about the patient's safety. Device acquired from a distributor?: no device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted. Patient outcome: f2301: additional device required. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Event description: ecn event description: after the ablation of the right superior pulmonary vein, the starter guidewire got stuck. After some traction, the guidewire broke. The physician managed to retract the whole guidewire, farawave-catheter and faradrive-sheath out of the patient. For safety concerns, she decided to abandon the procedure. She didn't ablate the 4th, right inferior pulmonary vein. No boston scientific representative was present during the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: see event details. What is the next course of action?: see event details. Patient present at time of event?: yes patient complications: no patient complications reason for unsuccessful procedure: she stopped after the guidewire broke and she could retract the complete guidewire, farawave catheter and faradrive sheath. This was after the 3rd vein. She didn't do the 4th vein anymore. The physician was concerned about the patient's safety. Device acquired from a distributor?: no device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted. Patient outcome: f2301: additional device required. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.